Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. After the lens was inserted, the surgeon noticed the optic was scratched. The lens was removed and successfully replaced with a second l161aor. One suture was required to close the wound. Additional info has been requested. Reference MDR #1119279-2010-00097.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The device has been returned to b&l and is currently undergoing eval.